Event description:
It was reported that a revision was performed on a modular poly component and swapped for a larger implant.

Manufacturer narrative:
Details received from the report indicate that the most likely cause for the revision was laxity in the knee joint. This is supported by the fact that the surgeon swapped the device for a thicker sized implant.